Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV and gel bleed manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast implant surgery with mentor medical devices (sm mpp gel 375cc, date of implant (B)(6) 2009) reported gel bleed of both implants complicated with granuloma on one side. It was also reported that the patient developed capsular contracture in both breasts (bg -IV). As a result, the patient underwent bilateral removal with no replacements on (B)(6) 2020. This medwatch form is for the left breast prosthesis.